Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter ac t diff analyzer for two pt samples. Pt a: the initial and repeat hgb results were 8.7g/dl. The pt was sent to a hosp and redrawn twice and hgb results were 9.5g/dl and 9.4g/dl respectively. Pt b: the initial result was 8.7g/dl. The pt was sent to a hosp and redrawn, and hgb result of 9.4g/dl was obtained. The erroneous results were reported out of the lab. Hosp results are considered correct. There was no death or injury; however, pts were sent to the hosp and redrawn.

Manufacturer narrative:
The specimens were collected peripherally and one was a port draw. Qc is run once daily. Qc was run before and after the event and was within range. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced all syringe assemblies (plungers were leaking). The fse verified and validated the instrument. As of 2008, there has been no further activity at this account. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.